Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was partially fired with the interlock engaged, the jaws were open, staple pushers were visible at the cut line, the clamping mechanism was deformed, and staple pushers were partially flush with the cartridge. Functionally, the reload was loaded into a representative instrument. The reload was cycled without hesitation or binding and was applied to test media. The reload interlock was tested and found to function properly. It was reported that the device did not work as expected. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the device had an unknown issue. New handle and reload were used to resolve the issue. There was no patient injury. Medtronic's initial evaluation of the incident device found that the reload was partially fired with the interlock engaged, staple pushers were visible at the 2.5 cm cut line, clamping mechanism was deformed and staple pushers were partially flush with the cartridge.